Event description:
On (B)(6) 2013, report of explant received from st. Jude medical. Reason for explant not stated. Investigational letters will be sent to implanting physician/facility and following physician. All pertinent info will be provided as received.

Manufacturer narrative:
Entire form filled out by MFR.